Event description:
It was reported that the patient had to charge the ipg frequently. The patient underwent an ipg replacement procedure and was doing well postoperatively. The explanted device will not be return as it was discarded by the facility. No device malfunction suspected.

Manufacturer narrative:
B3: exact date unknown, event occurred in approximately few months ago from date manufacturer was made aware.